Manufacturer narrative:
Investigation outcome: it was reported the device alerted with technical event:231002 pressure controller pressure high and "disconnect on vent side" appeared during ventilation on patient. Device log files were not provided with this complaint. Preventive maintenance was due at time of event. No further information was provided. Further attempts were made to obtain information regarding the resolution of the reported event, and none were provided. This case is considered as closed.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: the device showed te: 231002 and "disconnect on vent side" appeared during ventilation on patient. The ventilator was exchanged. No harm to the patient was reported. Pm due as well.